Event description:
The customer's parent called and reported customer received a motor error alarm on the insulin pump. The customer's blood glucose was 500 mg/dl. The insulin pump had not been bumped, dropped, or exposed to a strong magnetic field. The product will not be returning for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.